Event description:
On 27 may 2025, senseonics was made aware of an incident where user reported a high glucose event where she was alerted by the app of a high glucose alert. The following example set was provided: on (B)(6) 2025 6:00 pm / sg 195 mg/dl - bg 34 mg/dl. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 6:00 pm / sg 194 mg/dl - bg not entered. After dms review, we confirmed that the user didn't receive a high glucose alert at the specific time of event provided, but we confirmed that a high glucose alert was triggered a few minutes before the event, at 5:41 pm when the sg was at 260 mg/dl, which matches with the information provided in the notes that the user had received a high glucose alert before 6:00 pm.the user didn't seek for medical treatment. User resolved the event by taking insulin. User's hcp is aware of the event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported a high glucose event where she was alerted by the app of a high glucose alert. This caused the user to treat herself, causing a hypoglycemic event which was documented in the related pm04 case, (B)(4). The user provided the below example: the following example set was provided: (B)(6) 2025 6:00 pm / sg 195 mg/dl - bg 34 mg/dl. A review of the data management system (dms) confirmed that user did not receive a high glucose alert at 6:00 pm and the reported bg value was not confirmed as it was likely not entered into the system. Per dms, the user had received a high glucose alert at 05:41 pm, when the sg value was 260 mg/dl, above the high glucose alert threshold of 200 mg/dl. User self resolved the event by taking insulin. User's hcp is aware of the event. No further investigation was found necessary for this complaint.in an associate case of sensor inaccuary the user informed senseonics that user's system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Investigation based on the sensor data showed transient optical instability which could have contributed to the reported sensor inaccuracies; however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.the user was offered a sensor replacement as a resolution. B4. Date of this report 25 august 2025. G3. Date received by the manufacturer? 25 august 2025. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.